Event description:
It was reported that during a mildly tortuous, moderately calcified, mid, left, circumflex artery stenting procedure, a xience v stent delivery system (sds) was advanced meeting resistance with the patients anatomy and force was used to attempt to cross the lesion. The stent dislodged from the balloon in the circumflex coronary artery. A nc trek balloon dilatation catheter (bdc) was used to remove the dislodged stent without difficulty. Another xience v sds was advanced, but it would not cross the lesion and was removed without difficulty. A non-abbott sds crossed the lesion successfully to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - force was applied to the sds to cross the lesion. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The xience v everolimus eluting coronary stent system instructions for use states should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.